Event description:
It was reported that the device displayed error code e03 during cardiopulmonary bypass surgery. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The system was investigated and repaired on site. It was found to have an insufficient crimp in one of the pin locations. This report is being submitted to the FDA as a result of a retrospective review of product complaints.